Event description:
During a laser lithotripsy procedure the doctor noted a piece of fiber floating in the field of view of the scope. A subsequent visual examination did not locate the segment. A stint was put in place. The segment may have flushed out. Xray didn't indicate any remaining segment.